Event description:
Patient presented with symptoms of an intrathecal mass including numbness and tingling in the right foot and ankle, urinary hesitancy, intermittent numbness in the saddle distribution, and subtle decline in gait. The diagnosis was t9-t10 tumor, and myelopathy. The patient had t9 and t10 laminectomies, excision of a granuloma for decompression of the spinal cord, and total system explantation in 2003. Hcp reported the patient "tolerated surgery well" and "continues healing and pt for strength."